Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in february 2023. However, hospital staff complained that the single ventilation rate was too high for the set value, and that replacing the flow sensor and calibrating the flow sensor did not change the phenomenon. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in (B)(6) 2023. However, hospital staff complained that the single ventilation rate was too high for the set value, and that replacing the flow sensor and calibrating the flow sensor did not change the phenomenon. No patient harm or consequences.